Event description:
After the implant procedure was completed, a pneumothorax was verified by imaging. Physician placed a chest tube and patient remained hospitalized for observation. Pneumothorax resolved and patient was discharged the next day.